Event description:
A customer contacted beckman coulter inc., (bec) and reported that tubing was popping off at the back of the coulter lh 750 hematology analyzer. The customer stopped using the instrument unitl service arrived. No one was exposed to any of the fluid that leaked. There was no contact to open or broken skin or mucous membranes. And no one had seek any medical attention.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse indicated that the disconnected line is the line that goes from the bottom of the hemoglobin (hgb) cuvette to a check valve. It was disconnected at the check valve from the hgb cuvette side (which may contain diluent, lyse and blood). The fse repaired the leak. (B)(4).